Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A truseal double curve watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted and the patient was discharged home on the same day with novel oral anticoagulants (noac) and aspirin. Prior to implant, the patient was on eliquis 10mg twice per day and aspirin 81 daily. On (B)(6) 2021, the patient presented with a gastrointestinal bleed and noac were discontinued. The patient was only on aspirin leading up to the 6 week transesophageal echocardiography (tee) follow up. On (B)(6) 2021, the patient presented for their 6 week tee follow up appointment, and a laminar thrombus was found on the face of the closure device extending to the tip of the limbus. The patient was neurologically intact and asymptomatic. The patient was sent home, restarted on oral anticoagulants, and rescheduled for another tee follow up in 6 weeks.